Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation on (B)(6) 2018 . The analysis has begun, but is not complete at this time. When the investigation and analysis have been completed, a supplemental report will be submitted. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: left mentor memorygel breast implant 250cc gel prosthesis, lot: 15129, catalog number: 3542757. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an unknown procedure type with a mentor memorygel breast implant 250cc gel prosthesis. Deflation on the right breast prosthesis was diagnosed post procedure through a physical examination. Subsequent imaging suggested rupture of the right side. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2018 with mentor memorygel breast implant gel prostheses, 275cc on the right and 250cc on the left.

Manufacturer narrative:
The device history record (DHR) was reviewed on (B)(6) 2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
Device evaluation summary: it was reported that a (B)(6) female patient underwent an unknown procedure type with a mentor memorygel breast implant 250cc gel prosthesis. Deflation on the right breast prosthesis was diagnosed post procedure through a physical examination. Subsequent imaging suggested rupture of the right side. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2018 with mentor memorygel breast implant gel prostheses, 275cc on the right and 250cc on the left.   The device was received at mentor with containing a gel that appears cloudy. White material was observed within the device. Gel was observed on the shell surface. During examination, the product evaluation observed parallel lines of shell wear on the anterior aspect, suggesting in-vivo folding or creasing of the device. Three rents were observed, rent a measuring approximately 3.5 cm within an area of siltex cracking on the posterior aspect, rent b measuring approximately 0.6 cm within the shell wear and rent c measuring approximately 0.5 cm within an area of siltex cracking on the anterior aspect. No other anomalies were found.  The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the origin of white material observed in the device. The device history record ( DHR) of lot number 159744 was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing.  Rupture is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).